Event description:
As reported, on (B)(6) 2026 during a promontofixation surgery using a sorbafix enhanced fixation device none of the fasteners were fixated successfully and the staples did not hold. As such the prosthesis was secured with sutures. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a promontofixation procedure, the sorbafix enhanced device failed to fixate the mesh and the procedure was completed using sutures. Based on the information provided and without having the physical sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.